Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available

Event description:
Doctor removed the reference tip from the tibia and the tip was missing in the bone.

Event description:
Doctor removed the reference tip from the tibia and the tip was missing in the bone.

Manufacturer narrative:
Reported event: doctor removed the reference tip from the tibia and the tip was missing in the bone. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate 2438 devices were manufactured under lot no: w47865 and accepted into final stock on 01/24/2017. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 143080, l/n: w47865 shows 0 additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc: 1470754 and CAPA: 1480798 associated with the product and failure mode reported in this event.